Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an increased intraperitoneal volume (iipv) event during pd treatment. The patient contacted technical support (ts) to report slow drain issues and an irregular noise coming from the cycler. The patient reported hearing the noise during their drain and dwell; it reportedly sounded like a scrubbing noise. The patient¿s treatment data was reviewed and the iipv was confirmed. The patient¿s largest drain volume of 2781ml is 185% of the patient¿s largest fill volume during the treatment, 1505ml. The largest drain volume occurred during the patient¿s last exchange, and the patient was able to complete treatment. As a result of the iipv event, the ts representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. It was confirmed that the pdrn was informed of the reported event. Upon follow up, the pdrn stated the patient did not experience any symptoms, adverse effects, or require medical intervention as a result of the reported event. The patient has received their new cycler and is continuing pd therapy with no further issues. The pdrn also confirmed that the patient had not missed any treatments. The patient¿s prescribed treatment for continuous cycling peritoneal dialysis (ccpd) is 5 exchanges of 1500ml, with no last fill and no daytime exchanges. Though no treatments were missed, the pdrn confirmed the patient is trained on performing stat drains, as well as manual pd therapy if needed. The cycler was reportedly returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. An accelerated stress test (ast) was performed as well. The ast identified a stalling pump motor a. The pump was grinding and noisy during the test. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.